Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced high and low blood glucose level. The customer¿s blood glucose was 600 mg/dl at the time of the incident and current blood glucose was 300 mg/dl. The customer¿s blood glucose was 300 mg/dl, 400 mg/dl, 500 mg/dl, 600 mg/dl and 51 mg/dl. The customer was treated with insulin pump and carbohydrates. It was reported that the insulin pump was not delivering the insulin. The customer alleging possible pump under delivery. The customer was advised that health care professional might need to check. The insulin pump will not be returned for analysis.